Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. There was no reported impact to customer's blood glucose level. No additional patient or event information was available. A replacement pump was sent to the customer.